Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low r wave measurements in the current sensing vector. During a discussion of reprogramming tip-to-coil, the patient reported that earlier in the year they were previously reprogrammed out of tip-to-coil because the clinic contacted the patient to report to the clinic due to observed atrial oversensing on the right atrial (ra) lead when previously programmed tip-to-coil. Both leads remain in use. No patient complications have been reported as a result of this event.